Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Due to character restrictions in block e1site name : bei'an bei'an agricultural reclamation central hospital a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the alarm loop of the cs100 intra-aortic balloon pump (iabp) unit occasionally leaked and the equipment did not shut down. No patient was harmed.

Manufacturer narrative:
The getinge field service engineer (fse) evaluated the unit for the reported malfunction. The helium leak was fixed by reinstalling the safety disk. The unit passed all functional and safety tests and was returned to customer

Event description:
N/a.